Event description:
Procedure: lobectomy. According to the reporter: it was reported that the tip of the trocar broke off during the procedure but was successfully retrieved from the patient. No tissue damage or patient injury. No blood loss, no delay in operating room time.

Manufacturer narrative:
(B)(4).